Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, patient presented with abdominal pain. Subsequent CT revealed, several of the filter legs penetrating through the walls of the ivc into the pericaval/mesentric fat. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that five years eleven months post filter deployment, that a CT scan demonstrated several filter limbs are perforating. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. (B)(6). New information : it was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter perforated to ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2014).

Event description:
It was reported that five years eleven months post filter deployment, that a CT scan demonstrated several filter limbs are perforating. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. (B)(6). New information : it was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter perforated to ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.